Manufacturer narrative:
B3: event date unknown. E1: (B)(6). One device was returned for evaluation. Visual inspection revealed cracked front and rear housing and the ac connector was loose. Event history log confirmed lec 1720. Functional testing was unable to be performed due to the nature of the issue. The root cause was determined to be a faulty backup capacitor. The backup capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error lec 1720. There was unknown patient involvement and unknown patient harm.